Event description:
It was reported that "the patient has had nothing but infections because the catheter is so flimsy." The patient reported that because the catheter is flimsy, it bends during insertion so the catheter then has to be touched in order to get it properly inserted which allegedly resulted in the patient developing the uti. The patient was reportedly prescribed antibiotics for the infection.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A visual inspection noted 264 unopened magic 3 go 14 fr female intermittent catheters in original box packaging were received. No obvious defects were noted. Further testing required. Samples were tested. The catheters ods were measured, 2 were found to be out of specification (B)(4). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. "

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A visual inspection noted 264 unopened magic 3 go 14 fr female intermittent catheters in original box packaging were received. No obvious defects were noted. Further testing required. Samples were tested. The catheters ods were measured, 2 were found to be out of specification (0.183" +/- 0.013") at 0.1690 and 0.1685. Although the reported event was confirmed, a definitive root cause could not be determined. A potential root cause could be viscometer failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. " correction: additional event information. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "the patient has had nothing but infections because the catheter is so flimsy." The patient reported that because the catheter is flimsy, it bends during insertion so the catheter then has to be touched in order to get it properly inserted which allegedly resulted in the patient developing the uti. The patient was reportedly prescribed antibiotics for the infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed

Event description:
It was reported that "the patient has had nothing but infections because the catheter is so flimsy." The patient reported that because the catheter is flimsy, it bends during insertion so the catheter then has to be touched in order to get it properly inserted which allegedly resulted in the patient developing the uti. The patient was reportedly prescribed antibiotics for the infection.